Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing shim and label. Evaluation found the directional flow label missing and the top door shim missing. The directional flow label and the top door shim were replaced.

Event description:
Baxter's evaluation of a spectrum pump identified a missing shim and label. There was no patient involvement.